Event description:
It was reported that the severely calcified lesion at the proximal part of the d1 was predilated; however, the stent did not pass the lesion. When it was pulled back to predilate again, the stent was lost at the main stem, possibly against the tip of the guiding catheter. The guide wire was still in place, with the stent on it. A small balloon catheter was pushed up against the stent, placing it at the lesion, where the balloon was inserted into the stent and it was slightly inflated. The stent was then retracted into the guiding catheter. The pt was treated with another stent. No pt effects were reported.